Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with manual shot. Troubleshooting was performed. The drive support cap appeared normal. The customer was assisted with high pressure test and the pump alarmed no delivery. The insulin pump will be returned for analysis.